Event description:
Related manufacturing reference: 2182269-2018-00007. During a ventricular tachycardia ablation procedure a pericardial effusion occurred. Before ablation was started the patient became hypotensive and echocardiography confirmed an effusion. The procedure was discontinued to perform a pericardiocentesis to stabilize the patient. There were no performance issues with any abbott device.

Manufacturer narrative:
A pericardial effusion was reported. The device was not returned for analysis; however, the log files from the tactisys quartz system and the ensite case study were returned. The tactisys quartz log file and the ensite case study analysis concluded that the catheter performed as intended. The optical fibers met specifications and contact force measurements were displayed throughout the duration of the log files. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported pericardial effusion could not be conclusively determined. Per the IFU cardiac perforation is a known risk during the use of this device.